Event description:
It was reported that the customer experienced a function anomaly with her insulin pump during prime. Instead of a steady stream of insulin coming out, the customer stated that she would get a burst of insulin. It was also stated that she received an alarm, the screen went blank and restarted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.